Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
In preparing for an accolade stem the surgeon commented that the broach was holding up distally. He finally got the size 7 broach in after a significant effort and preparation. When provided with the accolade implant he compared the size of the broach to the implant. It appeared that the stem was at least as large in the ml plane as the broach if not larger.